Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery was uncomfortable in the pocket. The patient wanted the implant moved and was unsure if the battery had moved or when exactly the discomfort began. It was unknown if there were any environmental or patient factors that contributed to the issue and it was unknown if troubleshooting was done. The pocket revision was to be scheduled for sometime in july and the issue was not resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a successful pocket revision on (B)(6) 2018. The device was placed in the left flank and an impedance check showed possible short circuits on contacts 0, 3 and 4. The physician moved the battery only and did not replace the lead or battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the troubleshooting related to the short circuit was impedance checks, then wiped clean and reinserted into the battery. The cause was undetermined. The healthcare provider (hcp) thought they may have hit the lead with an instrument during the dissection. The issue has not been resolved. No further complications were reported or anticipated.